Event description:
It was reported that the handpiece immediately registered as overheated at the beginning of a surgical procedure, prior to being used. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the device exceeded the maximum temperature rise. The investigation is ongoing. A follow-up report will be filed at the conclusion of the investigation.